Event description:
As reported, when the mesh was delivered to the contact upon receipt it was noted that the security label was adulterated. The contact agreed to accept the mesh as they were told the mesh was new and they thought that the inner wrapper was intact. Reportedly, when opening the sepramesh ip packaging for the procedure it was noticed that the mesh was completely open and not sterile. It was further reported that the mesh appeared to have been previously used. The surgeon was angry and discarded the mesh. The procedure was completed using an alternative mesh. The mesh did not come into contact with the patient, and there was no patient injury. Note, the device was not purchased directly from an official bd distributor, bd products are distributed single use sterile. The device was purchased for use from a sub-distributor, and was out of bd control when sold to the customer.

Manufacturer narrative:
Evaluation of the images provided show that the product seal with the "peel here" tab has been ripped/torn from the carton and appears to have been taped back on. The inner sterile foil pouch is partially opened, and there is seal transfer visibly present. There are red stains on the foil pouch, present on the seal transfer. These images do not assist in determining a definitive root cause. Based on the information provided the device was purchased for use from a sub-distributor, was not purchased directly from an official bd distributor and was out of bd control when sold to the customer. As such we are unable to determine if/why the sub-distributor would provide a product in the condition described and seen in the images provided. Products are distributed single use sterile. A product in the condition observed in the images would not have been provided/sold for use by bd and does not present in an as manufactured condition. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.